Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer was unable to complete system check with tandem technical support at time of call. Upon follow up, customer had successfully resumed insulin delivery. Customer's blood glucose was 113-131 mg/dl.